Event description:
Info received indicates no functions are working on the bed but the power indicators are on.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.